Manufacturer narrative:
Additional information: product was returned. The first ¿22mm of the component has broken off. The fracture is consistent with overload. It has been identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec.

Event description:
It was reported that during an unspecified spinal surgery for implanted levels l5 to s1 the driver broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.